Event description:
The radiolucent sleeve broke while inside a pt's abdomen during surgery. The trocar and sleeve were inserted in normal fashion. No difficulties noted by the staff surgeon on insertion. The sleeve was used to insert a grasper to hold the gallbladder. Visible pieces from the broken sleeve were removed from the patient's abdomen. The sleeve and fragments were shown to the surgeon and given to the co's rep for analysis and report to the FDA. Items on shelf from same lot number inspected for cracks. None found. Items removed from shelf until cause of problem determined and item cleared for use by co.